Event description:
The customer reported back up alarm failed. This is being reported due to malfunction of the back-up alarm. In the event of the primary alarm failure, the back-up alarm will not annunciate to alert the user. No patient involvement reported.

Manufacturer narrative:
Root cause: the buzzer ls1 of the customer returned cpu board had failed due to a cold solder joint which triggered error code 1104. Replacing ls1 resolved the problem. Conclusion: the determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Root cause: the buzzer ls1 of the customer returned cpu board had failed due to a cold solder joint which triggered error code 1104. Replacing ls1 resolved the problem.